Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 25 bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered in serum. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation there is a gel globule floating in the serum of the sample.

Manufacturer narrative:
H.6 investigation summary material #: 367957; lot/batch #: 2038149. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Complaint investigation: unconfirmed.

Event description:
It was reported that after centrifugation with 25 bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered in serum. There was no report of patient impact. The following information was provided by the initial reporter: after centrifugation there is a gel globule floating in the serum of the sample.